Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested and the customer could not provide any information in regards with the unit being use on patient or not.

Event description:
The customer reported that the ventilator with pressure sensor failure occurrence. It is unknown if the unit was in use on patient and if there's any patient.

Manufacturer narrative:
Attempts were made to obtain further information regarding the device repair. To date no further details have been provided.

Event description:
The customer reported that the ventilator with pressure sensor failure occurrence. It is unknown if the unit was in use on patient and if there's any patient.